Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary stent was implanted on (B)(6) 2012. According to the complainant, the indication for the stent placement was dilation of a benign stricture. The stricture was located in the common bile duct and was not dilated prior to stent placement. On (B)(6) 2012, the patient underwent the planned removal of the biliary stent. During the removal, it was noted that the stent had migrated further into the bile duct. Due to this, the retrieval loops on the stent were difficult to locate. The physician attempted to remove the stent from the patient using a snare and eventually rat-tooth forceps. However, the retrieval loops broke away from the stent body and the stent was unable to be withdrawn. According to the physician the patient had a severe bend in the common bile duct, which would have caused resistance. The physician also stated that, the stent was barely sticking out of the ampulla, so getting a good grasp before pulling was not optimal. The procedure was aborted and a second procedure was scheduled to remove the stent. During the second procedure (procedure date not provided), the stent was able to be removed in one piece. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary stent was implanted on (B)(6) 2012. According to the complainant, the indication for the stent placement was dilation of a benign stricture. The stricture was located in the common bile duct and was not dilated prior to stent placement. On (B)(6) 2012, the patient underwent the planned removal of the biliary stent. During the removal, it was noted that the stent had migrated further into the bile duct. Due to this, the retrieval loops on the stent were difficult to locate. The physician attempted to remove the stent from the patient using a snare and eventually rat-tooth forceps. However, the retrieval loops broke away from the stent body and the stent was unable to be withdrawn. According to the physician the patient had a severe bend in the common bile duct, which would have caused resistance. The physician also stated that, the stent was barely sticking out of the ampulla, so getting a good grasp before pulling was not optimal. The procedure was aborted and a second procedure was scheduled to remove the stent. During the second procedure (procedure date not provided), the stent was able to be removed in one piece. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Only the stent was returned for analysis. A visual examination of the stent found it to be severely damaged. The stent was compressed and the stent wires at one end were pulled and broken. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Stent migration and stent fracture are potential complications listed in the dfu. Therefore, as the complaint is due to a known physiological effect of the procedure noted within the dfu, the most probable root cause classification is anticipated procedural complication.

Manufacturer narrative:
The device component (B)(4) relates to the device problem (B)(4) for the reported events of stent migrated, stent retrieval loops broke, and stent difficult to remove. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.